Manufacturer narrative:
Device received with fully functional keypad. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. However device noted with corroded keypad trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump start beeping stuck button alarm. Customer¿s blood glucose was 95 mg/dl at the time of incident. The customer also stated that they were not able to clear the alarms. Troubleshooting was performed. The product will be returned for analysis